Manufacturer narrative:
(B)(4). The preloaded insertion system (pcb00) unit was returned to the manufacturer for evaluation. Visual inspection revealed scarce amounts of viscoelastic solution on the cartridge which indicated that the unit was handled and prepared for surgical use. The lens was observed out of the device. The plunger and pushrod were advanced in the preloaded insertion system. No assembly error and/or defect were observed in the preloaded insertion system that was related to manufacturing process. Based on the visual testing performed the reported complaint of stuck in cartridge and/or the lens would not advance, was not verified. The manufacturing record review was performed. The product was manufactured and released according to specification. One (1) non-conformance report was issued; however, the report was reviewed and did not contribute to the complaint of stuck in cartridge. The lens met specification prior to release. A review of the directions for use (dfu) was conducted and instructions provide how to prepare and use the lens with the insertion system. Warnings, precautions and recommendations are included in the dfu. Included in the precautions: do not advance the lens unless ready for lens implantation. The use of viscoelastics is required when using the tecnis itec preloaded delivery system. For optimal performance, use the amo healon® family of viscoelastics. The use of balanced salt solution alone is not recommended. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) did not advanced and did not go all the way into the patient's eye. In follow-up, it was clarified that the lens was partially inserted into the patient's right eye and removed during the same procedure. There was an incision enlargement, but no vitrectomy was performed. There was no capsule tear or patient injury. Patient is doing well. No further information was provided.